Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 112 mg/dl on aviva expert meter (system 1) and 213 mg/dl compact plus meter (system 2). No death or serious injury reported. Requested return of suspect device and replacement was sent.